Manufacturer narrative:
The reported events were helix mechanism issue and insulation damage. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of insulation damage was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an unrelated procedure, the helix of the right ventricular (rv) lead was experiencing rotational issues. Furthermore, insulation damage was alleged on the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.